Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent was damaged. There was no info available as to the location of lesion. The lesion was calcified and extremely tortuous. An attempt was made to implant the 3.0x16mm taxus express2 drug eluting stent, but it could not cross the lesion. Upon removal of the device it was noted the stent was "lifted up". The procedure was completed with another device. There were no reported pt complications and the pt's status was reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.